Event description:
It was reported that during a routine follow up, interrogation of the pulse generator resulted in a diagnostics anomaly. Upon re-interrogation, the device functioned normally. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.